Event description:
The customer reported to olympus they observed a video system center had a damaged inlet with bent pins observed during preparation for use. The planned procedure was completed. It was not specified if it was completed with the same device or a similar device. There was no patient involvement since the event occurred prior to initiation of the case.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. The device was returned and an evaluation was completed. It was found, that there was no inlet failure. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the issue of the image not being displayed occurred, due to the video connector pins being bent. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the video system center exhibited no image, due the pins bent inside. There were no reports of patient involvement.